Event description:
It was reported that the patient experienced increased spasticity. A dye study was done. A catheter break in the proximal segment of catheter serial (B)(4) occurred. A catheter replacement was done. Catheter serial #(B)(4) was also replaced, although it was indicated that there was no alleged issue with this device. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. It was later reported that the patient experienced no other symptoms other than increased spasticity. No other diagnostic testing was done other than the dye study, which showed the broken catheter. As of 2014-(B)(6), the patient was doing well and was at home.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type catheter, product ID 8578, lot# h841255903, implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found the catheter body broken. Analysis of the sc connector lot number h841255903 found the sc connector tear in the seal near the guide ring. Analysis found an indent in one of the retaining ring fingers and a tear in the seal material near the guide ring. It was noted that analysis found the distal end of segment 1 to be jagged in appearance. It was reported that at the end of segment 1, there was an area of slight abrasion caused by the anchor and that the break occurred in that area of the abrasion. It was noted that the cross-section view of the distal end of segment 1 showed it to be slightly oval in shape. It was noted that segment 2 was jagged in appearance and the proximal end was slightly oval in shape.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, on (B)(6) 2013, the patient experienced baclofen underdose. A pump myelogram on (B)(6) 2013 revealed a catheter leak. The patient chose to wait to replace the catheter until (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced underdosing caused by a break in the catheter. She presented with increased spasms of moderate severity. An x-ray and CT scan without contrast were performed on (B)(6) 2013. Both found that there was a break in the catheter. The catheter was replaced on (B)(6) 2014 and it was indicated that the event had resolved without sequela as of the following day. It was stated that the event was unlikely related to the implant procedure. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.